Event description:
The end user mother states the brakes on her daughter chair are shot and the tilt cable is broken as well as the anti-tippers. The mother states the chair will just push in a circle due to no brakes and the hand assembly is falling apart as well.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.